Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece lens. Lens was removed due to lens tear. Lens was removed from the eye in pieces. There was no pt injury. Another same model and size lens was implanted. Reporter stated incident was due to loading error.

Manufacturer narrative:
(B)(4).